Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/16/2013 with the following findings: a review of the pump¿s history showed multiple call service alarms. During testing, the pump powered on to a blank display with audible and vibratory tones. The audio level could not be tested due to the display failure. The pump was opened and evidence of moisture corrosion was found on the internal circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump was not functioning; no specific information was provided. There was no reported patient injury associated with this issue. The technical service representative contacted the patient to obtain further information and to troubleshoot the pump, however was unable to reach him by telephone. As the issue was not resolved, this complaint is being reported.